Manufacturer narrative:
One device was returned for evaluation. Contamination larger than the specification was found in the fluid path. The complaint was confirmed. No root cause was determined. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Event description:
The distributor reported that a foreign object was found in the fluid path of a tubing in the kit. This was identified during their initial inspection of received product. The device was not sent to a user facility.